Manufacturer narrative:
The other mitraclip is being filed under a separate medwatch report number. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. It was noted enlarged atrium and prolapse posterior. The first clip delivery system (xtr cds - 90919u250) was advanced to the mitral valve and the clip was deployed. Then a second cds (ntr-90423u119) was advanced to the mitral valve; however, a flail was observed. An attempt was made to treat the flail, but the clip could not grasp the leaflets. The cds was removed with the clip attached, and the procedure continued with a third clip (xtr-91030u228). The xtr clip could not grasp the leaflets, resulting in a perforation in the medical commissure. The cds was removed with the clip attached, and the procedure was aborted. Additional treatment was not performed. One clip was implanted, and mr was 3. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of unchanged mitral regurgitation, and tissue damage (leaflet flail), as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. Based on the available information a conclusive cause for the reported leaflet flail cannot be determined. The reported unchanged mitral regurgitation is the result of the leaflet flail. The reported additional mitraclip implantation is the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.